Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system with no implant complications. No pericardial effusion was noted prior to procedure. The transseptal puncture was inferior anterior. The patient's act was 350. The patient was in normal sinus rhythm and 18,000 units of heparin was administered during procedure. The left atrial pressure was 17. The amulet was implanted after 1 partial recapture. Close criteria was met and the device was released. The patient was discharged home that evening. Three days later, the patient presented to the emergency room (ER) with complaints of dyspnea and chest discomfort. St changes were observed in the ER. Catheterization was performed, which showed normal coronaries. Echo was performed, which showed circumferential pericardial effusion. The largest dimension of the effusion was approximately 1cm. Cardiac tamponade was not confirmed. The patient was takin dapt at time of effusion observation. Pericardiocentesis was performed and approximately 550cc was drained from the pericardium. The user alleged that the amulet device caused the pericardial effusion. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage-pericardial effusion) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device implant-related tissue damage and pericardial effusion could not be determined. The patient effects of dyspnea and angina appeared to be related to pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system with no implant complications. The amulet was implanted after 1 recapture. Close criteria was met and the device was released. The patient was discharged home that evening. Several days later, the patient presented to the emergency room (ER) with complaints of dyspnea and chest discomfort. St changes were observed in the ER. Catheterization was performed, which showed normal coronaries. Echo was performed, which showed circumferential pericardial effusion. Pericardiocentesis was performed and approximately 550cc was drained from the pericardium. The patient was reported to be in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.